Event description:
The user facility reported that the epidural catheter was being placed for labor analgesia. It was a difficult placement in that it was at the third attempt that the catheter threaded easily. The tip might have sheared off in the process, unknown to the anesthesiologist. Several hours later, when the catheter was removed (easily) by another anesthesiologist, it was noted that the tip was missing. There was no adverse outcome and no definitive treatment was initiated.